Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a spyscope access and delivery catheter was used during an ercp (endoscopic retrograde cholangiopancreatography) with spyglass procedure performed in 2008. According to the complainant, the patient returned with a mild case of pancreatitis. The physician feels that the pressure sustained from irrigation in the duct caused the pancreatitis. The patient's condition was reported to be fine. Additional information received in 2009, noted that the physician believed this to be procedure related and that no device malfunction occurred.

Manufacturer narrative:
(Pancreas). (Device performed as intended). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.